Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient inquired about how to turn off their stimulation as they need to undergo an MRI prior to their back surgery and reported that they have not used or charged their ins for years because it was not effectively managing their pain, and they had decided to have it removed. However, they need to undergo an MRI before the ins removal.  Agent reviewed information and patient stated they will find their controller; to charge their implant and access MRI mode.